Event description:
It was reported that during the endoscopic total gastrectomy surgery, could not fire when severing gastric tissue on the second firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/9/2024 d4: batch # 213c97 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload was received along with the opened packaging partially fired 1/16, with the pan damaged and dislodged from the left side of the reload. In addition, two double drivers were out of position, 8 double drivers were missing and one single driver missing making the reload non-functional. No functional test was performed due the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 213c97, and no non-conformances were identified.